Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The patient had pre-existing atrial fibrillation. The patient's left atrial pressure was 23mmhg. The patient's activated clotting time (act) level was 266sec. Transseptal puncture was inferior posterior. During implant the device was partially retracted 3 times. The device was implanted. 15 minutes post-procedure the patient experienced chest pain. An echocardiogram was performed and it was noted that there was fluid around the patient's heart. A pericardiocentesis was performed and 1 liter of liquid was drained. Angiography was reviewed and it was noted that the distal end of the screw of the device made contact with the back wall of the appendage. The user believed the distal end screw of the device caused the pericardial effusion. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of chest pain 15-mins post procedure and fluid around the patient's heart was reported. A pericardiocentesis was performed, 1 liter of liquid was drained and the patient was stable. Field indicated that the device was partially retracted three times during implant. The cause of the reported incident could not be conclusively determined, however, the operational difficulties may have contributed to the reported event. Information from field indicated that angiography was reviewed and the distal end of the screw of the device was noted to have made contact with the back wall of the appendage which was believed to have caused the pericardial effusion. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: code 2017 removed.